Event description:
As surgeon started to use the skin stapler, the stapler fell apart in his hand. Not used on patient; no injury occurred. A new stapler opened and used without incident. Manufacturer response for skin stapler, proximate plus md skin stapler (per site reporter): not known by this reporter.